Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, basic occlusion test, occlusion test and priming test. There was no compromised force sensor system error alarm on the device. The insulin pump was received with loose drive support disk, cracked reservoir tube lip, minor scratches on the display window, cracked case at the display window corner, cracked belt clip slot, cracked battery tube threads and missing end cap sticker.

Event description:
Customer reported via phone call compromised force sensor system alarm message on the insulin pump. Customer's blood glucose level was unknown. Troubleshooting for the alarm was performed. Customer advised that during the manual prime process insulin is squirting out. Customer could not recall any significant events leading to the alarm message. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.